Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified de novo lesion in the mid right coronary artery that was 90% stenosed. Pre-dilatation was performed with a 3.0 x 20mm trek balloon. A 3.5 x 38mm xience alpine stent delivery system (sds) was advanced to the lesion but resistance was met with two 0.014 guide wires and the stent dislodged in a non-abbott guide catheter 5f/6f. The sds was simply withdrawn. No resistance noted during removal. A 3.0 x 38mm xience alpine was successfully used to complete the procedure. No consequences were noted for the patient. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.